Manufacturer narrative:
During a call with insulet and a dexcom representation, the attending hcp provided the following details: patient was a well controlled type 1 diabetic who was on omnipod 5 since 2022. Patient was using op5 with a dexcom g6 cgm sensor. Patient was a 20 yr old female who shared the dexcom clarity app with family for visibility in her care. (B)(6) 2024, the patient contacted her parents to discuss bringing more supplies to her at college. (B)(6) 2024 at 22:46 the cgm stopped providing readings in the clarity app. Last known reading per the parents- 76. (B)(6) 2024, parents text messages to the patient went unanswered. (B)(6) 2024, the family contacted local authorities to do a wellness check and the patient was found expired. Autopsy is pending. Inspection of the pod manager history and patient history buffer files showed that on (B)(6) 2024 at 22:51 there was no longer an active cgm sensor, and the pod was not receiving any estimated glucose values. The system correctly switched into automated mode: limited after 20 minutes of missing cgm sensor values and delivered insulin at the lower of the user¿s adaptive basal rate and manual mode basal rate, as expected. The controller was shown to give missing cgm sensor alerts every hour before the pod was deactivated at 04:43 on (B)(6) 2024 due to an expiration alarm after 80 hours of use, which is an expected safety feature of the system. Based on the available information, the omnipod 5 operated as intended.

Event description:
Insulet became aware of a patient expiring while using the omnipod 5 system with a dexcom cgm (continuous glucose monitoring).